Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity rx drug eluting stent was intended to be used in a severely calcified lesion located in the ostial of the lad/d1. The lesion had moderate tortuosity and 90% stenosis. No abnormalities were reported in relation to anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during delivery and excessive force was used. It was reported that the stent displaced during delivery to the lesion. The stent did peel from the balloon during delivery at the lesion. The stent did not fully separate from the balloon and was removed from the patient with the delivery system. The procedure was completed with another non-medtronic device. The patient is alive with no injury. The physician believes that the event was due to the use of the device in a difficult lesion morphology/anatomy.

Manufacturer narrative:
Additional information: the stent was discarded. Evaluation summary: the delivery system returned without the stent on the balloon. The stent did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There was no damage to the balloon material. No deformation to the distal tip. A kink was visible on the distal shaft at 12cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.